Event description:
Related manufacturer reference number: (B)(4).related manufacturer reference number: (B)(4). It was reported that patient experienced ineffective therapy. System diagnostics recorded impedances out of normal range on both leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. During the surgery, a previously functioning ipg failed to establish communication with external devices. The ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number: (B)(6). B3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded impedances out of normal range on both leads. The leads had migrated as well. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. During the surgery, a previously functioning ipg failed to establish communication with external devices. The ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient was with high impedance two octrode leads, 4 and 11 poles. Both was low (12 omhs) was reported to abbott. The patient underwent an scs system revision surgery which was performed due to displacement of the lead implanted previously. An attempt was made to exchange the lead for the same model, however, there was a lot of fibrosis in the region and the surgery converted it into a plate. The ipg was replaced due to a connection issue. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.